Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported event indicates that the valve was recaptured six to seven times due to positional difficulties. The instructions for use (IFU) states that deployment of the bioprosthesis can be attempted three times. If the bioprosthesis is recaptured a third time, it must be removed from the patient. Recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. There is no information to suggest a device quality deficiency that may have caused or contributed to this event, but the cause of the positioning difficulty could not be conclusively determined with the available evidence. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. The reported event indicates that during the sixth or seventh recapture, capsule buckle was noted. The subject delivery catheter system (dcs) was returned to medtronic for analysis. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through patient anatomy. There was a buckle near the proximal end of the capsule, confirming the reported event. There was also damage noticed on the threading of the screw gear. This damage is consistent with the increased forces in the system. High forces in the handle may cause the threading of the screw gear to become worn and damaged. Based on the investigation completed into capsule buckle events, there is no evidence that the product fails to meet specification and these events are most likely not related to a fault condition of the device.the exact root cause of capsule buckling is unknown however, patient anatomy (vessel tortuosity <(>&<)> calcification) and use conditions due to challenging anatomy (insertion angle, force required to advance, torqueing of the catheter) are known potential contributing factors to capsule damage. Additionally, the reported six to seven recaptures, outside IFU recommendation, most likely caused or contributed to the capsule damage in this case. A non-medtronic dcs was used to implant a new valve. No adverse patient effects were reported. Updated data: h6 - eval method code, eval results code, eval conclusion code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the valve was received loaded in the capsule of the delivery catheter system (dcs). The handle appeared intact. The device was received with the capsule partially opened. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. There was damage noticed on the threading of the screw gear. Delamination was observed over the nitinol reinforcing frame along full length of the capsule. There was a buckle observed in the capsule near the proximal end of the capsule. On attempted retraction of the capsule, the capsule appeared to be close to separating. The valve could not be removed from the dcs. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was not returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon recapture, the capsule of the delivery catheter system (dcs) failed. It was reported that there was an accordion of the capsule. The system was replaced with another manufacturer's product for implant. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received which indicated that there was no calcification or tortuosity and that the aortic root angle was sixty-nine degrees. It was reported that six to seven recaptures were performed and capsule damage was noted during recapture. It was noted that the system had an outer curve for deployment. There was no resistance noted during loading and no misload was identified. If information is provided in the future, a supplemental report will be issued.